Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of the hospitalization was 526 mg/dl. It was stated that the customer's infusion set did not seem to be inserted into the body because there was an indentation of the cannula on the skin and therefore not delivering. Prior to hospitalization, the patient had removed the insulin pump and given herself a manual injection. When she reconnected to the insulin pump, the customer could not bring down her blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. Advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. Nothing further reported.